Manufacturer narrative:
Additional information in a2 (age at time of event), a3 (sex), b5 (describe event or problem), and h4 (device manufacture date). Correction in b1 (report type), h1 (type of reportable event), and h6 (adverse event problem). The customer reported event involves only one solex 7 catheter; however, zoll received 2 solex 7 catheters (lot#: 150039 and lot#: 156987) from the customer. Zoll could not determine which one of the catheters among the two belongs to this reported complaint. Therefore, both the catheters will be reported for the adverse event. The customer reported a complaint that "the solex 7 catheter moved from the initial position exposing the proximal infusion opening outside the vein causing subcutaneous infusion of the fluid and swelling" was confirmed based on the information provided by the customer. Per the customer, the catheter was not secured on the juncture luer side wings; it was secured only with a white and transparent suture tab; as a result, the catheter moved from the initial position exposing the proximal infusion opening outside the vein. Therefore, the root cause of the reported complaint was that the user failed to follow the instructions. Per solex 7 catheter instructions for use (IFU); secure the catheter to the patient. Use the juncture luer side wings as the primary suture site to minimize the risk of catheter migration. The zoll suture tab and clip can also be used as an additional attachment point. Ensure that the catheter body is secure and does not slide. Upon visual inspection of the returned solex 7 catheters (lot#: 150039 and lot#: 156987), noticed dried blood residues on the serpentine balloons, suture tab, and clip of both the catheters. There was no physical damage observed on the catheters. During functional testing, all lumens were flushed without resistance. The catheters were connected to the pressurized inflation device, and the serpentine balloons were fully inflated when pressurized up to 100 psi without any issues. There was no leak or damage was found during the testing and the catheters performed as intended. Event assessed as not serious because it does not meet criteria for seriousness. Based on available information, the event was probably related to the zoll catheter due to relevant timing and location and no other obvious cause for such event. It was possible that the catheter was inserted not far enough. Refresher education with the placement of the zoll catheters for ER mds would probably be beneficial at this site. Swelling subcutaneous tissue around a catheter is an anticipated event and could potentially occur with the normal usage of any catheter.

Event description:
A 74-year-old male patient underwent ivtm therapy after CPR (cardiopulmonary resuscitation). The solex 7 catheter was placed into the right jugular under x-ray in a single attempt. At the start of ivtm therapy, the patient temperature was 35°c, and the target temperature was 36°c. The proximal lumen was used to infuse propofol to sedate the patient during the treatment. After 80 hours of ivtm therapy, the patient treatment was completed, and a thorax x-ray was performed when removing the catheter from the patient. The user noticed that the catheter moved out of the position for approximately 5 centimeters outwards during the x-ray. The proximal infusion lumen opening moved out of the vein and thereby caused the propofol to infuse subcutaneously, which caused swelling nearby the injection site and the propofol to drain out of the injection site. The customer is suspecting approximately 20 to 50 ml of propofol was infused subcutaneously into the patient. Per the customer, the catheter was not secured on the juncture luer side wings, but was secured only with a white and transparent suture tab, so as a result, the catheter moved from the initial position exposing the proximal infusion opening outside the vein. The patient's status information was requested, but the customer did not provide a response. Please see the following related MFR report: MFR#: 3010617000-2021-00825 for the solex 7 catheter (lot#: 156987).

Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The customer reported a solex 7 catheter leak. . No further information was provided by the customer, therefore patient's status is unknown.